Event description:
It was reported the patient had concerns about fluid in her pump pocket. The pocket was "oozy and gushy". The patient had an appointment with their healthcare professional (hcp) scheduled. Additional information received reported that the patient had persistent dural leak (self contained meningocele) and the decision was made to remove full system without replacing. There was fluid collection around the catheter entry site and the pump pocket. The device system was explanted on (B)(6) 2015. The patient's status at the time of report was "alive- no injury." The pump system had been delivering dilaudid. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the 8780 catheter revealed acceptable testing and the catheter was incomplete and returned in segments. Analysis of the 8784 catheter showed a kink in the catheter body and analysis of the 8782 catheter body also showed a catheter kink distal to the anchor. It was noted the anchor did not properly detach from the ascenda tool, but was still able to be used. (B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. Product ID: 8782, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.